Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent essure confirmation test. Type of test: hysterosalpingogram. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, migraine and back pain had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received : reporter's information was added. Events added: migraines, headaches, back pain. Event outcome of pain and migraine updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.